Event description:
Per the customer, the navigation was immediately inaccurate once the case started and was inaccurate throughout the case. The highest deviation was reported to be over 4 mm. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, the navigation was immediately inaccurate once the case started and was inaccurate throughout the case. The highest deviation was reported to be over 4 mm. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.